Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two times due to bad lows on insulin pump. Customer's blood glucose value was 60 mg/dl at the time of the incident and current blood glucose was 146 mg/dl. The drive support cap appears normal (recessed). The customer had treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. Insulin pump will not be returned for analysis.